Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who received unknown morphine (15mg/m l, 3.55mg/ml), bupivacaine (9mg/ml, 2.13mg/day), and clonidine (600mcg/ml, 106.50mcg/day) in an implantable pump for other chronic/intractable pain (trunk/limbs) and spinal pain. The concomitant medication s and pertinent medical history was unable to be obtained. The patient experienced withdrawal type symptoms on (B)(6) 2016. The patient presented to an office visit with diaphoresis, shaking, jitters, inability to sleep, and feeling hot/cold. The patient thought he "over did yesterday", but decided to be seen on (B)(6) 2016 due to not feeling better. The logs were checked. The pump was due for a refill on (B)(6) 2016, elective replacement indicator (eri) was at 30 months, and no motor stalls were seen. A rotor study was to be performed on (B)(6) 2016. The patient's status at the time of the event was stated to be alive with no injury. Surgical intervention was planned, but not yet scheduled. The rotor study was negative; rotor turned as expected and there were no log abnormalities. A dye study was also performed and was negative; catheter looked intact, intrathecal, and nothing unusual was found. The pump was refilled on (B)(6) 2016 and the reservoir volumes matched. The patient had also been given oral morphine and clonidine due to the symptoms. Since nothing was found, the healthcare provider (hcp) was going to discontinue them and monitor the patient. The cause of the symptoms was not determined. A catheter kink was suspected. The patient was improving on (B)(6) 2016 and the symptoms resolved on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.